Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the clinician removed the angio-seal from the holster, and seen the sheath device was split at the distal end and would not allow the device to be inserted smoothly. The issue was identified when device was removed from packaging. Device was not used on the patient. The procedure prior to use was a cardiology angiography. Another angio-seal device was used to close access. The procedure outcome is unknown. There is no known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angio-seal vip device was returned for evaluation. The angio-seal vip carrier tube assembly was returned in the sealed polyfoil pouch. The arteriotomy and hemostatic sheath were returned. The hemostatic sheath and arteriotomy locator were properly mated upon receipt. There was a 0.328" slit in the carrier tube assembly. The tear began at the distal tip of the hemostatic sheath. Microscopic photographs showed that the tear was smooth. There were no scratches on the arteriotomy locator. The investigation results have determined that this complaint is manufacturing related.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date.